Event description:
Consumer was removing a tampon and the tampon came apart inside her. Upon tampon removal half of the tampon remained inside her. She removed the remaining piece on her own.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.